Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 error code 800.8000. Technical support- 1. If power on and get a 255-16-275 error every time, try to reflash the unit. 2. If flashing fails, the logic board must be replaced or unit sent in for repair. 3. If 800.8000 are in the logs only, recommend to do a pm on unit and put back in rotation. 4. Email customer alaris infusion medical safety notification model 8015 system error 255-16-275 - 800.8000 5. Explain to customer that she would need to re-flash the 8015. Based on the findings, technical support was unable to determine the proximate cause of the reported issue. A review of the device history record showed the device had a manufacture date of 31mar2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the customer wanted to know how to clear this error code 800.8000. The tech recommended flashing the device and then replacing the logic board. There was no patient involvement.